Event description:
Discordant, falsely low sodium results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was rerun on the same instrument after service and resulted higher. The rerun result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument and instrument data, the tsc specialist did not find an instrument malfunction. The customer had replaced the integrated multisensor technology (imt) sensor, and the sample had resulted as expected once the sensor was replaced. The tsc specialist also discovered that the customer was centifuging the sample tubes outside of the tube manufacturer's specifications. The cause of the discordant, falsely low sodium results was a malfunction of the sensor. The cause of the sample tubes being centrifuged outside of the tube manufacturer's specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.